Event description:
It was reported that during a total gastrectomy procedure, they could not close the handle smoothly. Manual release did not work and the jaw could not be opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.